Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and she was experiencing high blood glucose of 401mg/dl, but later it dropped to 339mg/dl. The caller also mentioned getting air bubbles. No further information was provided.